Event description:
It was learned from implant patient registry and medical records that a model 8300ab 25mm aortic valve was explanted and replaced with a 11500a 25mm valve after an implant duration of 10 months due to severe pvl and regurgitation. The patient presented with class ill nyha heart failure. The patient outcome at the end of the procedure as in recovery. Per medical records, the patient is s/p avr with CABG x3 and s/p closure of pvl using a plug device in (B)(6) 2022. The patient presented with heart failure symptoms and underwent redo avr utilizing a 25mm 11500a inspiris resilia aortic valve, proximal ascending aorta replacement using a 30-mm graft, and redo CABG x2. The replacement valve was well-seated, normally functioning, with normal gradient and no pvl. After the procedure, the patient was transferred to the ICU in stable condition. Starting on pod# 2, the patient experienced different types of arrhythmia that was managed medically assisted by pacing via the temporary pacemaker. The patient was discharged home on pod# 15.

Manufacturer narrative:
H3: customer report of pvl and regurgitation was unable to be confirmed through visual observations. X-ray demonstrated wireform intact and frame expanded. Host tissue was moderate at the frame inflow and minimal at the stent outflow aspect. No suture holes were visible near all three black stitch markings on the sewing ring. Updated sections: b5, b7, d4 expiration date, d9, g3, g6, h2, h3, h4, h6 type of investigation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Updated sections: g3, g6, h6 component code, investigation findings, and investigation conclusions. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed to the event.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from implant patient registry that a model 8300ab 25mm aortic valve was explanted and replaced with a 11500a 25mm valve after an implant duration of 10 months due to regurgitation with severe pvl. The patient presented with heart failure. The patient outcome at the end of the procedure as in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.